Event description:
It was reported that the patient went to the hospital due to syncope. The device exhibited high impedance. The patient became unstable during the explant procedure. Therefore, the lead was cut and capped. The insulation appeared to be defective.

Manufacturer narrative:
No medwatch form was received.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Analysis found an outer insulation abrasion at 18.5 cm from the connector, likely caused by friction to the ICD can. The two df-1 rv cables were exposed, separated, and melted in this area.